Manufacturer narrative:
An investigation is still in progress. A supplemental report will be submitted once the investigation is complete. Please see related MFR report #s:1221359-2020-00438 - 1221359-2020-00441.

Event description:
A customer sent a cumulative report of twenty-four false negative results with the ID now covid-19 assay generated across ten different testing sites. This report represents the one false negative associated with an invalid lot number provided by the customer. The customer reported one false negative result using a nasal swab with the ID now covid-19 test. Testing date and time was not provided, however, sample collection occurred on (B)(6) 2020. Confirmation testing date and time was also not provided, however, confirmatory testing with a nasopharyngeal sample in viral transport media using the abbott m2000 platform provided positive results (CT values not provided). Additional patient information, including symptoms, treatment and outcome, is unknown. Per the customer, no additional information will be provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Additional information: abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however it could possibly be related to the specific patient samples.